Event description:
Defective manometer included in adult lumbar puncture tray. Defect reported at the base of the manometer where the stop cock is connected, clinicians have reported there's leakage which prevents them from obtaining an accurate opening pressure. It's affecting two lot numbers but not consistently. I do not believe this issue can be attributed to user error. The manometer has been securely placed in the stopcock.